Manufacturer narrative:
According to the operator manual, a daily check of the system must be performed before use. It is assumed that the table would start to wobble if the screws were to become loose even further. This would most likely be noticed by the user, who would then place a service call. Therefore, it is highly unlikely that the screws would become completely detached. However, if the daily check is not performed correctly and the user ignores other signs, in the worst case the table could detach completely if the screws would loosen more over time. A serious injury might be the outcome in the worst-case scenario. Investigation is ongoing. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
According to the information provided to siemens, a service engineer was dispatched to a customer site to inspect an issue with table movement on the axiom luminos drf system. While replacing the part, the engineer found the mounting screws connecting table unit and table support loose. Some of the screws were missing loctite 221, as required in the installation instructions. However, the table has not yet become loose as the screws were still able to hold the table in place. There are no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The issue was investigated in detail. During a service visit the service technician found that the tube column was not properly attached as it could be shaken by hand. He also found that some screws were loose, and no loctite was applied. The investigation of the provided pictures and the video showed the affected loose screws and a gap between table support unit and column. The root cause was determined as an issue in workmanship that occurred during the installation of the system at the customer site. According to the information received the system was repaired in the meantime by local service technician with applying loctite 221 to the mounting screws. For transportation to the customer, the column unit was detached from the table support unit. The local installation team had to connect it again properly according to the installation instruction. In the installation instruction "axd3-500.812.01.21.02/04.13", chapter 5.1 "installing the column" it is described that for the affected screws "loctite 221" must be used. And according to the provided information from the service technician, loctite was missing on those screws. Furthermore, additional concerns were communicated by the service technician that a torque inspection was missing in the maintenance protocol for these screws. There is no way of checking the torque for screws that are secured with loctite as applying further torque to screws with dried loctite at the thread would cause loctite to crack and make it useless. In such cases, the screws would have to be replaced with new screws and fresh loctite. For this reason, there is a special paragraph in the installation protocol, which shows the importance of correctly applied torque, as described in the installation instruction (safety relevant installation work steps). This also must be signed separately within the protocol. In general, according to the operator manual xpd3-500.620.01.01.02, a daily check of the system must be performed by operator before use. If there are any deviations detected during visual inspection, the service organization must be contacted.